Event description:
After placing the lens in the capsular bag, the doctor noticed the leading haptic was missing. The incision was enlarged to remove and replace the lens. There were no consequences for the pt.

Manufacturer narrative:
See MDR 1920664-2010-00119 for the delivery device used with this intraocular lens.